Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the alarms and had the home patient (hp) explained that the hp would need to start over with new supplies. The tsr then advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp). The hp stated they inject insulin into their solution bags and did so incorrectly on the day of the alarm. The hp stated they incorrectly used the needle that caused a hole and led to air entering the setup. The hp stated they injected the needled at the top of the bag instead of the proper location. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Upon further investigation, it has been determined that this complaint is associated with a drug product and not a disposable. Therefore, this complaint is a non-reportable event.